Event description:
Complainant alleges that the staff was analyzing the rhythm of a pt (age and gender unk) with electro-mechanical dissociation. The device showed that the pt was in ventricular fibrillation, but the deivce's screen showed "no shock advised."